Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A high venous pressure alarm occurred during two routine hemodialysis treatments. Rinseback was not completed due to clotting of the circuit, resulting in an estimated blood loss of 170cc for each treatment. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Nxstage requested return of the disposable cartridges, however, it was learned through follow up that the cartridges had been discarded. Facility staff attributed the alarm to problems with the patient's access, which have since been resolved. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.